Event description:
It was reported that the subject device had a broken cable sheath. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. Updated fields. Additional information fields. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: slight damage to the light flux of the insertion part. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of uc sheath (cable unit). The cause of the cable unit failure could not be determined. The most likely cause is that the outer tube was damaged by the excessive force. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a broken cable sheath. The issue was found after a therapeutic laparoscopic cholecystectomy procedure. No patient harm was reported by the customer.